Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2015 with the following findings: a review of the black box showed consecutive call service (B)(4) alarms on (B)(6) 2014. The pump powered on normally with no alarms occurring. During the first rewind attempt, the pump emitted a call service (B)(4) alarm. Investigation revealed moisture in the battery compartment and on the battery cap. The pump passed leak testing. The pump cover was removed and there was evidence of moisture corrosion found to the piezo circuit and to the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting recurring call service 078 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.